Manufacturer narrative:
A4-a6: unk. H6-device code 1494: off-label use (acd < 3.0mm). Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo 13.2 implantable collamer lens of diopter -12.5 into the patient's right eye (od) on (B)(6)2022. On (B)(6)2023 the lens was exchanged for a longer length lens due to low vault without rotation. The problem was resolved. The cause of the event was reported as unknown.